Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera® placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera® placement if nausea and/or vomiting are present. A regimen of 40 mg per day of an oral ppi should be continued as long as the orbera® is in place. Other medications that are started prophylactically should be continued after orbera® placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully inflated (400-700 cc) balloon to lodge itself in the gastric outlet causing a pyloric obstruction which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require surgical removal. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Blockage of food entering into the stomach. Warnings: bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. The risk of obstructions may be higher in patients who have diabetes, a dysmotility disorder, or who have had prior abdominal or gynecological surgery, so this should be considered in assessing the risk of the procedure. Bowel obstruction can result in death.

Event description:
Reported as: a patient with the orbera intragastric balloon had "balloon inserted 1 week ago. Patient unable to tolerate balloon, had abdominal distention. Attempted gastric balloon removal. Patient vomited on induction while attempting to intubate, bronchoscopy done to remove potential aspirate. Resumed egd/balloon removal. The 2600 cc of fluid aspirated from the stomach to enable of balloon. The balloon was visualized. It was noted to be wedged in the distal antrum, blocking the pylorus, explaining the patient's symptoms. Using an endoscope needle, the balloon was punctured. A catheter was advanced and 500 ml of balloon contents were aspirated. Once the balloon was completely free, a grasper was delivered and the edge of the balloon grasped. It was withdrawn from the stomach under direct vision up into the back of the throat. Balloon tore at the back of the throat. At this point, it was grasped with a kelly clamp and removed. The endoscope was then re-introduced. The remainder of the fluid was aspirated from the proximal fundus and all the air removed from the stomach. Patient extubated and recovered in post anesthesia care unit (pacu). Patient unable to maintain satisfactory oxygen saturation and sent for higher level of care for possible aspiration." Reporter confirmed, "patient was hospitalized for couple of days".

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. Yellow and brown particulate matter was noted on the outer surface of the center patch. Open opening was observed on the radius of the shell. As the balloon was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from a single opening on the radius of the shell. Under microscopic analysis, the opening in the shell was noted to be striated edges, consistent with damage from a device removal tool. Yellow particulate matter was noted in the valve channel.